Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. In addition, a lot number from the pump involved in this incident was not provided; therefore, a historical review of the specific lot involved was not possible. The information contained herein is based on the information provided by the initial reporter. It was reported that the nurse cut the catheter. The device directions for use (dfu) states: "do not cut or forcefully remove the catheter" based on this information, the technique used in the removal of the catheter caused the reported incident. Further investigation was conducted on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since 2005 by dividing the number of total catheter breaks over the total number of catheters shipped and it was found that there has no trend observed. The risk analysis of a catheter break also showed that the catheter breaks are occurring within the estimated risks limits. In addition, I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Post CABG procedure, the catheter broke while being removed in 2007. It was reported that the nurse cut the catheter, and the remaining segment was 'sucked' into the patient. The estimated length of catheter that remained was seven (7) inches. The remaining segment was removed on the same day. The patient was reported as doing 'good'.